Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. Product model and serial number was not available.

Event description:
It was reported that the patient presented for implant. During the procedure, the coronary sinus was dissected by the catheter while the physician attempted to place the lead. No intervention was required. The patient was stable.